Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device upgrade procedure, fluoroscopy revealed that the left ventricular lead insulation was abraded. The lead was tested and all electrical values were within range. The lead remained implanted; the patient's condition was fine.